Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung issues, strange odor, nasal/throat irritation or soreness. There was no serious or permanent patiennt harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings on the external part of the device. The internal aspect of the device was inspected. The manufacturer found evidence of sound abatement foam degradation/breakdown in the device. There were secondary findings of water spots in the blower box, water spots on the blower fan, and contamination on the lcd panel. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they confirmed the customer's allegation and that there was visible foam degradation. Sections d8, d9, h2, h3 and h6 updated in this report.